Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the spin collar of a bifuse extension tubing cracked and broke during an unspecified infusion. Although requested, no additional event information has been provided; there was no leaking or patient harm.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a cracked male luer spin collar was not confirmed upon visual inspection or functional testing as there was no male luer spin collar provided with the extension set. Dimensional testing found that the male luer tip was within the required specification. The root cause of the reported crack on the male luer spin collar was not identified.